Event description:
Initial report text: it was reported to philips that the harness wire covering was falling off. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
(B)(4).